Event description:
Related MFR # 2916596-2023-03215 and MFR # 2916596-2023-03216. It was reported that the patient had pump stops at home after bending down to put food into the oven. The patient has a known short to shield. The patient called emergency medical services and was taken to the hospital. The patient arrived with their pump on and continued to have pump stops while on battery power. The patient developed a controller fault alarm and the coordinator could not review pump parameters. The controller would not transfer data to system monitor. The coordinator attempted a controller exchange with the patient's back-up. The controller was very clean and without any debris or concerns. Once the patient was hooked up to the controller, the pump did not restart. The coordinator switched him back to his original controller in an attempt to restart the pump and was successful. The patient was able to manipulate the driveline when their pump stopped and can restart the device. One green arrow was illuminated on the controller that developed the controller fault alarm.

Manufacturer narrative:
Related MFR #2916596-2021-03795 onset of short to shield. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of pump stops due to a suspected driveline issue could not be confirmed as no log files were submitted for review and the device was not returned for evaluation. The device was reportedly disposed of following the exchange. No product is available for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient reportedly underwent a pump exchange on 29may2023 due to pump stops that occurred on any power source.